Event description:
A customer reported that the patient experienced transient hypotony, and the intraocular pressure (iop) was subsequently increased to 25¿30 mmhg (millimeters of mercury) to compensate. It was noted that a combined cataract and vitrectomy procedure was scheduled, involving the use of an ophthalmic system. The current condition of the patient is unknown. Additional information has been requested; none has been received till date. This report pertaining to two of the two reports from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the lot number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. This complaint is the second case that the hypotony had occurred. Service history was reviewed for the system. A service record relevant to the reported complaint was found. A representative performed an on-site assessment and was unable to confirm or replicate the reported event. The system was then tested per the service test procedure (stp) and found to meet specifications. Per the fse, ¿tested lpas and infusion for hypotony report, values within spec for 120mmhg (as per service test procedure).¿ unrelated to the reported event the ultrasound module was replaced for system message. It should be noted that the surgeon is a trained medical professional that in the event of an incident the surgeon will mitigate those issues to proceed manually. The system was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Through investigation of this complaint, it has been determined that the product met specifications. Therefore, no corrective actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. Refer to the attached file. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.